Event description:
It was reported that the patient presented to a scheduled generator change. Prior to the procedure, the left ventricular lead exhibited high capture thresholds. No intervention was performed, and the lead remained implanted. The patient was discharged.